Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seal was missing and the lcd lens was scratched. A review of the event history log was not applicable. During the functional testing, the customer reported issue was able to be replicated. The cause of the issue was found to be the expulsor. The expulsor was replaced and the software was updated. Other unrelated repairs included replacing the valves, camshaft, lcd lens, optical switch and bracket, latch lock and lever, latch flex, battery compartment separator, keypad and overlay, serial number label, and side and rear labels. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had failed volume test. No patient involvement.